Event description:
It was reported to boston scientific corporation that a tandem xl cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the unpacking process, they noticed that the tip of the device was deformed. The procedure was completed with another tandem xl cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a tandem xl cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the unpacking process, they noticed that the tip of the device was deformed. The procedure was completed with another tandem xl cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
This event has been deemed a non reportable event based on the investigation results. A visual examination revealed that there was no damage on the working length of the device. The tip of the device was observed under magnification and was found to conform with specification. A functional evaluation was performed by inserting a 0.035" guidewire from the proximal end of the device and it was found that the guidewire exited the distal tip of the device with minimum resistance. The condition of the returned unit was not consistent with the complaint incident that the device tip was damaged. The account confirmed that the returned device was the complaint device. Therefore, the complaint was not confirmed. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).